Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section h4: manufacturing date not provided by the customer. Method: the bcpap generator, which is part of the bubble CPAP system: 950 neonatal bubble CPAP dual heated circuit kit was returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: evaluation of the returned device revealed that the bcpap generator lid detent features were wider than the thickness of the bubble CPAP probe. The bubble CPAP probe was observed loose. Conclusion: based on the evaluation of the returned device, information provided by the healthcare facility and our knowledge of the product, the reported event resulted due to insufficient retention between the bubble CPAP probe and the detent features of the bubble CPAP lid. A CAPA has been initiated to further assess contributing factors to this issue such as stresses encountered during use, which may have influenced the reported event. The bubble CPAP system delivers a humidified mixture of air and oxygen to the patient interface. Positive pressure is generated via an underwater seal in the bubble CPAP generator, which creates a bubbling effect as gas exits the breathing circuit. The bubble CPAP generator includes a mechanism for adjusting the depth of the gas exit to allow for the delivery of CPAP levels ranging from 3 to 10 cm h2o. The adjustment mechanism is comprised of the bubble CPAP probe and bubble CPAP generator, and it also includes a physical stop to ensure that pressure does not exceed 10cmh2o. This means that the pressure received by the patient remains within a therapeutic range used to treat neonates and infants with CPAP therapy. The user instructions that accompany the subject device illustrate in pictorial format the correct set-up and proper use of the bubble CPAP system kit. The user instructions also state the following: "check bubble CPAP generator regularly, failure to comply may result in compromised pressure delivered to the patient." "Do not use this breathing circuit kit beyond 14-day maximum duration of use." "Do not use the chamber or bubble CPAP generator if it has been visibly damaged or dropped." "Single use. Do not reuse this product. Reuse may result in infection of the airway."

Event description:
A healthcare facility in michigan reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probe of the bubble CPAP (bcpap) generator was loose and slipping to 9-10 cmh2o pressure. The bubble CPAP generator is part of the bubble CPAP system: 950n60j, 950 neonatal bubble CPAP dual heated circuit kit (subject device). There was no patient consequences reported. The circuit kit was replaced.

Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section h4: manufacturing date not provided by the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in michigan reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probe of the bubble CPAP generator was loose and slipping to 9-10 cmh2o pressure. The bubble CPAP generator is part of the 950n60j, 950 neonatal bubble CPAP dual heated circuit kit (subject device). It was also reported by the healthcare facility that the circuit kit was replaced with no patient consequences.